Manufacturer narrative:
Pump was received with escape button not responding due to flattened button dome switch. No button error alarm noted. Pump was unable to verify unexpected restart alarm due to no button response. Pump had missing segments, problem isolated to lcd board. Pump was received with scratched display window, cracked display window corner, cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.